Event description:
A (B)(6) admitted with diagnosis of lead fracture and need for lead replacement. During use of spectranetics excimer laser superior vena cava damaged, emergent open heart surgery required to repair.